Event description:
Device malfunction: foot break. Time of device malfunction: unknown. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. The physician pulled out the needle plunger and noticed that only the white suture was attached to the needle. The device was removed and hemostasis was achieved using manual compression. During device evaluation on 02/08/2008, a posterior foot break was found. There was no reported patient effects. No additional information available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found the posterior foot was broken and not returned. The reported experience of a cuff miss/suture retrieval problem was confirmed. The foot break directly resulted in a posterior cuff miss as evidenced by undisturbed posterior needle and posterior cuff tabs. No manufacturing issues were detected. A root cause could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.